Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks, due to the right ventricular lead having t-wave oversensing and had low r-waves. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.